Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was completed for material number 301035 and lot number 7353592. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, six physical samples and two photos were received for evaluation by our quality team. In one photo the syringe has the stopper at 3 ml and has droplets of silicone at the bottom part of the barrel. In the other photo, there is a syringe with the stopper all the way down at the bottom part of the barrel. The silicone is made visible by doing this action. Six physical samples were received and visually inspected. When pressing the stoppers against the bottom of the syringes the silicone lubricant applied to the stopper and barrel are noticeable. There is no pooling or excess of silicone. By pressing the stopper against the bottom part of the barrel it is possible to make the silicone more noticeable. The silicone is medical grade and is applied to the stopper and inner wall of the barrel to make the movement of the plunger rod-stopper easier. Investigation conclusion: 6 samples were received. They were visually inspected. When pressing the stoppers against the bottom of the syringes it is noticeable the silicone lubricant applied to the stopper and barrel. There is no pooling, excess of silicone. They are acceptable. This silicone is medical grade and it is included in the product specification (5.5 mg-12 mg). Two photos were provided. One photo shows a syringe with the stopper all the way down against the bottom part of the barrel, the silicone is made visible by doing this action. The other photo shows a syringe with the stopper at 3 ml. It has droplets of the silicone at the bottom part of the barrel. After pressing the stopper against the bottom part of the barrel; it could be possible to make more noticeable the silicone; it doesn¿t mean it is out of product specification. The silicone is applied to the stopper and inner wall of the barrel to make easier the movement of the plunger rod-stopper. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: it seems there is some confusion about the presence of the silicone in the syringe. The silicone is specified in the product specification and it is medical grade. The investigation did not reveal any detected abnormalities that could have contributed to this issue and all quality tests were found to be within specification. There are quality controls currently in place to detect this type of defect during the production process. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that syringe 50 ml ll bns had foreign matter on the syringe. This was discovered before use. The following information was provided by the initial reporter: material no: 301035, batch no: 7353592. It was reported that there is an oil like substance on the syringe. Per email: I just wanted to reach out again about the oil-like substance we are finding on the 50 cc bd syringes. I have found another syringe with the substance on it. I¿m not sure how many are like this as we received quite a large box, but this will be the 3-4th one in the set with this material inside straight from the box. If this was a coating, a substantial amount of it condenses on the interior of the syringe and onto the plunger.